Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent is free floating in the pt's anatomy. Device issue: stent dislodgement. It was reported that the procedure was to treat a circumflex that had been stented (jailed) with an unk stent during a previous procedure. A 2.5 x 18 mm rx xience stent delivery system (sds) was advanced through the previously implanted stent; however, the stent implant dislodged from the sds balloon and was lost in the pt's anatomy. Fluoroscopy was used in an attempt to locate the dislodged stent, but was unsuccessful. Then, two 2.5 x 15 mm rx xience sds were also used for the same procedure and both reportedly experienced resistance while advancing through the guiding catheter and were noted to have stent damage when removed from the guiding catheter. A 2.5 x 23 mm xience v sds was successfully deployed. No add'l event or pt info is available.

Manufacturer narrative:
Results: a conclusive root cause could not be determined for the stent dislodgement. Eval summary: quality assurance analysis revealed that the sds was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was not returned. There were crimp marks on the balloon between the markers. The balloon was loosely folded. There was a kink in the hypotube 8 cm proximal to the guide wire exit notch. There was no other damage noted to the sds. The protective sheath was not returned. Prod performance engineering reviewed the incident info and analysis of the returned sds. The 2.5x18mm xience analysis is consistent with the fact that the device was prepared for use and inserted into the body, and that the stent dislodged during the procedure. However, there were crimp marks on the balloon between the markers which suggest the stent was properly secured on the balloon during mfg. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with the lesion and/or accessory devices. As stated above, the procedure was to treat a previously stented (jailed) circumflex and required the sds to maneuver through stent struts of the previously placed stent in order to access the target lesion. The interaction with the previously implanted stent may have contributed to the reported stent dislodgement. To help ensure stent dislodgement is not the result of a mfg issue, all sds are inspected for proper stent placement and crimped stent outer diameter. In addition, as part of prod release testing, a sampling of units is destructively tested for stent dislodgement force. There were no non-conformances associated with this lot related to stent retention and there were no other incidents related to stent retention reported for this lot. Although there was no report of any resistance in the guiding catheter during the advancement of this sds, since it was reported that the next two sds that were used encountered resistance in the guiding catheter, it is a possibility that there may have been some damage or anomaly with the guiding catheter that could have damaged or disrupted the stent and contributed to the eventual dislodgement inside the pt. However, the guiding catheter was not returned for analysis, so an eval of the guiding catheter and its relation, if any, to the stent dislodgement could not be determined. Although, there is no indication that the stent dislodgement is related to a mfg issue, a conclusive root cause cannot be determined. The analysis also noted a kink to the hypotube. There was no report of any damage to the device during visual inspection prior to use and/or in the reported incident details. It is possible that the noted hypotube kinks may have occurred during the procedure; however, most likely resulted from handling of the device post-procedure during packing for shipment back to abbott vascular for eval. The noted hypotube kink does not appear to have contributed to the stent dislodgement or to be a stent delivery prod qual issue. A review of the finished device lot history record did not reveal any nonconformities for this lot that could have contributed to this complaint. This MDR is considered closed by the prod performance group.